Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that therapy had not worked for three months. The patient was not sure if it was the patient programmer or if it was an implant issue. The patient was to get new batteries for the patient programmer first, and then would call back for further troubleshooting. The patient initially called to request contact information for a manufacturer's representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.